Event description:
It was reported that the patient fell on the implant 3 to 4 weeks ago and had bruising and pain at the implant site. The healthcare provider (hcp) was aware of the patient's situation. The stimulation seemed to be fine however the patient reported a sensation of her legs being really tired after a certain amount of time with stimulation on. It was possible that the patient was being overstimulated. The hcp instructed the patient to lower stimulator or turn device off when she had that sensation.

Manufacturer narrative:
Concomitant medical products: lead model 3777 lot # v654212015 implanted: unk explanted: unk; patient programmer model 37743 serial # (B)(4) implanted: na explanted: na; lead model 3777 lot # v654212014 implanted: unk explanted: unk; recharger model 37752 serial # (B)(4) implanted: na explanted: na.